Event description:
Boston scientific received information that this right ventricular lead exhibited low pacing lead impedance measurements less than 200 ohms. This lead was explanted. No additional adverse patient effects were reported. All available information indicated that the hospital kept the product and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.